Event description:
Rep reports that physician indicated that he was having problems with the icp monitor. After initially placing the sensor, the physician indicated that it worked fine for some time but quit working before the end of the day. He described theproblem as giving neg icp numbers. This patient wa a trauma patient with swelling. He tried changing the monitor/cables but the problem still persisted. He eventually replaced the basic sensor, the problem repeated itself the next day and the sensor was replaced for the second time. The sensor is being sent back for evaluation. The first microsensor and lot time. The sensor is being sent back for evaluation. The first microsensor and lot information is not available for evaluation. It has been discarded.

Manufacturer narrative:
Upon completion of the investiation it has been noted theat this complaint could not be confirmed. The catheter was evaluated and the following observations noted: 1. The catheter material is damaged and has multiple kinks, pinch marks and stretched areas. 2. The sensor appears undameged. 3. The device passed all tests. Based on the above evaluation, we ere unable to confirm failure. A review of quality records was conducted and prior to distrution this device met all manufacturing and quality testing/inspection specifications. Based on the above evaluation, we were unable to confirm failure. No further investigation or corrective action is anticipated. Product disposition recommendation: return not repaired.